Event description:
It was reported that this pacemaker was explanted and replaced due to suspected premature battery depletion (pbd). In addition, this right ventricular (rv) lead was surgically abandoned and replaced due to loss of capture, high impedance measurements and lead fracture. No additional adverse patient effects were reported. The pacemaker was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this pacemaker was explanted and replaced due to suspected premature battery depletion (pbd). In addition, this right ventricular (rv) lead was surgically abandoned and replaced due to loss of capture, high impedance measurements and lead fracture. No additional adverse patient effects were reported. The pacemaker was returned for analysis.